Event description:
It was reported that the user¿s glucose sensor expired overnight and, upon starting a replacement freestyle libre 3 plus sensor, they experienced a sensor unavailable alert before successful reactivation through rescanning and pairing. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included customer support troubleshooting and education that guided the user through checking the sensor status and initiating activation. Investigation of this case revealed a temporary communication or pairing failure that resolved with standard scanning and activation steps, consistent with a transient connectivity issue of the sensor-transmitter component. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error, resolved through standard troubleshooting.